Event description:
An initial report was made to united therapeutics on 13-dec-2022 and forwarded to millyard advanced medical products llc on 14-dec-2022. A clinician reported that a patient arrived to their emergency department having issues with both pumps, which they could not resolve at that time. One pump appeared to be wet inside; the other pump had a depleted battery, and it is unclear if spare batteries or the charger were available. The patient was removed from remunity and switched to dpi. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report that the patient was harmed, this issue is being reported out of an abundance of caution.